Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Transient pain/discomfort/tenderness after surgery is a known medical complication after all kinds of surgeries. This is usually transient and can often be resolved with clinical case management or will in many cases disappear by itself without intervention. In a few cases medical and/or surgical intervention is necessary. This report is submitted on june 13, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to pain. There are no plans to re-implant the patient with a new cochlear device as of the date of this report.